Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user is reported to have lost access to sound with the device suddenly. No trauma or accident is reported.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
User is reported to have lost access to sound suddenly. No trauma or swelling over the implant site is reported. External devices were functional as per clinical support, damage to the electrode seems likely. The user has been re-implanted